Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 300-320 mg/dl despite delivering extra insulin. She stated that on (B)(6) 2011, her blood glucose measured 320 mg/dl in the evening and she had only eaten a sandwich. She delivered 5 extra units of insulin and her blood glucose decreased to 300 mg/dl. She switched to the backup infusion device and her blood glucose returned to normal, 82-179 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.